Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On approximately (B)(6) 2024, the patient experienced a skin reaction with rash. The skin reaction occurred on other parts of the skin as well, not only at the sensor site and was reportedly ¿all over the body¿. The patient was seen by a healthcare provider (hcp) and was prescribed and oral antibiotics cefalexin, and ivermectin. At the time of the report the rash was still present. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).